Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. There was one monitored non-sustained high rate episode noted, and ventricular oversensing and undersensing could not be ruled out during the event. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.